Event description:
It was reported that communication could not be established with a vns patient's generator. X-rays were sent to the manufacturer to review. Review of the x-rays revealed no anomalies with the generator or lead. No lead discontinuities were observed. It was noted on the x-rays that the generator placement appeared to be placed more laterally than what is normally observed. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Result code: x-rays reviewed by the manufacturer, no gross lead discontuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.